Event description:
During a maintenance window for increasing the amount of storage and some other improvements, clinical raycare data was lost. This resulted in delay to treatment by one day. In an incident where the hardware used for the clinical system failed during a maintenance event, all raycare data was lost. Raycare needed to be reinstalled and all databases restored. For as yet unknown reasons, backups of the pacs data were not available, so pacs data such as patient images and treatment summary records has been irretrievably lost. No patient was harmed. Treatment was delayed one day for 14 patients. All the data that are expected to be needed for treatment decisions is in raycare ois, so ongoing treatment could be continued.

Manufacturer narrative:
There was no malfunction. The incident was caused by human error by raysearch service personnel. All the data that is expected to be needed for treatment decisions is in raycare ois, which was successfully restored after the hardware failure. However, an issue of data completeness and traceability due to missing pacs data remains for the clinic. If a more extensive loss of patient data should occur this could lead to significant delays in treatment and potentially affect future treatment as records of already performed treatment could be incomplete. Normally, ensuring proper backups is the responsibility of each clinic. However, for this particular clinic, backups were managed by raysearch.

Event description:
Follow-up of report rsa: MDR 3010034862-2023-00034 (B)(6) raycare data lost. There was no software malfunction; the issue was caused by two separate errors: 1. Hardware malfunction. 2. Erroneous configuration of backups. During a maintenance window for increasing the amount of storage and some other improvements, clinical raycare data was lost. This resulted in delay to treatment by one day. In an incident where the hardware used for the clinical system failed during a maintenance event, all raycare data was lost. Raycare needed to be reinstalled and all databases restored. For as yet unknown reasons, backups of the pacs data were not available, so pacs data such as patient images and treatment summary records has been irretrievably lost. No patient was harmed. Treatment was delayed one day for 14 patients. All the data that are expected to be needed for treatment decisions is in raycare ois, so ongoing treatment could be continued.